Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same procedure. This report is filed (B)(4) 2015.

Event description:
Per the clinic, the patient experienced loss of benefit. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.